Event description:
Based on additional information received on 29-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 17-nov-2017 from a healthcare professional (medical assistant). This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had inability to bear weight, redness, swelling, pain and tightness; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) into the left knee. On an unknown date in (B)(6) 2017, after unknown latency the patient had same reactions, which included swelling, redness, pain, tightness, inability to bear weight. It was reported that the patient had emergency room visits. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated and (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Upon internal review: lot details initially reported as 7rfl021 was corrected to 7rsl021. Additional information was received on 29-dec-2017. Global ptc number was added. Additional serious event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and had left knee pain, swelling, tightness, redness and inability to put weight. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.